Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that intra-operative exhausted impedances were greater than 3600 ohms. An implant procedure was done on the date of this report and everything had seemed to operate smoothly. The intra-operative impedances had read within 2100-2500 ohms on both leads. The patient was closed up and impedances were checked in recovery they read anywhere from 10,000-30,000 ohms across the left lead. X-rays were done and the left lead had moved slightly. The healthcare professional was considering going back into the pocket on the date of this report. Right lead impedances had maintained. Additional information received reported the x-ray recovery had shown a slight stagger in the port. The patient was brought back into the operating room on the evening of report. The pocket was opened and it was noted that the lead was out partially, approximately 1-2mm. A light tug had revealed there was a loose hold by the torque screw. The lead was reinserted into the battery and was torqued 3 clicks, there was a light tug performed and the lead had continued to move slightly out of alignment. The lead was reinserted again and torqued 8 clicks followed by a light tug test and the lead was secure without movement. Impedances were checked inside the pocket and outside the pocket. The patient was closed up and brought into recovery. All post-operative impedances were within normal range and the patient was able to be programmed to obtain coverage in all desired locations. There were no further problems.